Event description:
Paramedics responded to a person described as in cardiac arrest. The patient was connected to the device for transcutaneous pacing but, according to the reporter, pacing current would not increase when the operator pressed the current buttons. A backup device was immediately called for and used. The patient was resuscitated.